Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 329 mg/dl at the time of incident. The customer stated that the insulin pump will shut off and will suspend itself. The customer stated that the insulin exited while performing fixed prime. The customer was advised to change the entire infusion set. The insulin pump will not be returned for analysis.